Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported hat the central station did not trigger an alarm for a tachycardia event. The device was in use monitoring patients. No adverse event was reported.